Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert due to suspected premature battery depletion. This device is expected to be explanted at a future date, however currently remains in service. No adverse patient effects were reported.